Manufacturer narrative:
Follow-up received on 09-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower pelvic pain and pressure. This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, consumer underwent a total hysterectomy, both ovaries, cervix, and appendix included. No alternative explanation was provided. Based on the event's nature and considering a positive temporal relationship, causality between this event and suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. The left side went in with no problem. The right side went in and caused a sharp pain immediately. The pain would go away, but it only intensified from that day forward. She has been in and out of doctor offices and emergency room for all of those years. Her complaints every time was the same: severe migraine, back pain and burning, lower pelvic pain and pressure, which would always intensify around ovulation. She explained her pain as like someone has stabbed her on right side on top of ovary and has inserted a balloon over a 3-4 day period; felt like someone was feeling that balloon up just under her skin and then when it is full it pops and the pain drops her to her knees. At first she was diagnosed with lbs (interpreted as irritable bowel syndrome). Then, she underwent steroid injections and was told she had endometriosis and cysts on ovaries. Then, she was told that she might be suffering from abdominal migraines. On (B)(6) 2015 she underwent a total hysterectomy, both ovaries, cervix, and appendix included. All of her symptoms were gone. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower pelvic pain and pressure. This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, consumer underwent a total hysterectomy, both ovaries, cervix, and appendix included. No alternative explanation was provided. Based on the event's nature and considering a positive temporal relationship, causality between this event and suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.